Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 8mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a female patient had been treated with star sometime between (B)(6) 2002 and (B)(6) 2004 due to ankle arthritis. On (B)(6)2015 after more than 11 years of implantation, the patient underwent a revision surgery in order to replace a broken poly. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient's post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ physical examination of the patient revealed her left ankle to be in varus. The patient complained that ¿she feels like her ankle is drifting in slightly¿. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. The received sliding core was found to be fractured at the lateral side. There was a region of deformation and abrasive wear adjacent to the keel-trough, which was consistent with the keel of the talar component articulating with the mobile bearing as opposed to the trough. This keel wear scar was also consistent with the reported varus of the left ankle. Wear and surface damage morphology indicated the sliding core to be eccentrically loaded at lateral leading to the fracture. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ based on the above information and referring to that no deviation was found in the manufacturing documents the breakage of the sliding core was not related to a deficiency of the device, but was rather caused by the poly component being eccentrically loading during in vivo due to patient's ankle being in varus. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Patient was seen for star follow up. Xrays were taken reviewing a broken mobile bearing. Patient had mobile bearing exchanged and extraneous tissues removed.

Manufacturer narrative:
The reported device was manufactured and distributed by b)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Unknown star mobile bearing. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was seen for star follow up. Xrays were taken reviewing a broken mobile bearing. Patient had mobile bearing exchanged and extraneous tissues removed.